Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-11916. Per the instructions for use (IFU), cardiovascular injury, including valve leaflet dehiscence, valvular tearing or trauma dehiscence, is a known potential complication associated with standard catheterization, balloon valvuloplasty, and the overall tavr procedure. Balloon valvuloplasty is performed to open up the stenotic valve prior to thv deployment. Some potential sources for a mobile echodensity following bav and/or valve deployment include thrombus and native valve leaflet flailing. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per report, the mobile echodensity observed after bav appeared to be a native valve leaflet. It is likely that a native leaflet ruptured as a result of balloon dilation of the aortic valve. There were no reported malfunctions or deficiencies of the device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, pre bav with a 20mm edwards balloon was successful but left a mobile piece of leaflet material moving in/out of the lvot. The patient remained hemodynamically stable and the aortic wall appeared to be intact without evidence of dissection. It was hoped that it would be trapped by the tavr valve. The valve was successfully deployed. It appeared that the material was anchored below the aortic annulus on the ventricular side. After considerable deliberation regarding the best approach, it was decided to snare the debris and remove it. The filamentous projection was captured and removed without incidence. Per records, the tissue appeared like a leaflet. During the mitral portion of the case (thv within a pre-existing surgical valve) the transseptal puncture was dilated with a 12 x 40 balloon. During crossing the septum with the delivery system and valve the system inadvertently pulled the permanent atrial pacing lead with it into the la, despite multiple attempts to steer around the lead. The lead was free of the mitral valve so the 26 mm sapien 3 valve was deployed in the mitral position during rapid ventricular pacing. Tee imaging confirmed satisfactory placement of the sapien valve with only trivial paravalvular leak and mild central (intravalvular) mr. Hemodynamics were found to be excellent. The valve delivery system was therefore withdrawn, again engaging with the permanent atrial lead and pulling it back into the ra. The patient is doing well and was discharged home.